Event description:
It was reported, the patient experienced problems charging her device. It was stated the patient had problems coupling. It was stated the patient was without stimulation for at least a week. The patient's device was subsequently replaced due to battery end of life. No patient injury was reported.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.